Manufacturer narrative:
A partial lead connector portion was returned in one piece measuring 5.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was coronary artery disease and cardiac respiratory arrest.